Manufacturer narrative:
The biomedical engineer states that the cns (central monitoring system) display is not operational. A reboot was attempted but the display then fades away. The monitor was replaced with a known good display for troubleshooting purposes and the system became functional. After troubleshooting with the customer, it was suggested the power brick of the display might be the issue. Customer was transferred to customer service for pricing and availability on the power brick and display. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when new information becomes available.

Event description:
The biomedical engineer states that the cns (central monitoring system) display is not operational. A reboot was attempted but the display then fades away. The monitor was replaced with a known good display for troubleshooting purposes and the system became functional. After troubleshooting with the customer, it was suggested the power brick of the display might be the issue. Customer was transferred to customer service for pricing and availability on the power brick and display.